Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. Nineteen months after the procedure, the surgeon performed a total knee revision due to pain and audible crepitus experienced by the pt.

Manufacturer narrative:
Additional exp date: 02/2015. Additional MFR date: 02/2010. An investigation is currently in process at mako surgical with respect to this issue. Further info has been requested from the field however the additional info has not been received in time for the filing of this report. If the additional info received is substantive in nature, a f/u MDR will be submitted.